Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2020 by the journal of surgical oncology titled ¿prospective randomized comparison of capsular management techniques during hip arthroscopy¿. The study reviewed one hundred-fifty (150) patients who underwent a hip arthroscopy with labral repair and femoral osteoplasty; capsular management comparison using arthrex fiberwire to address soft tissue approximation and/or ligation. During the twenty-four (24) month follow-up period, three (3) patients experienced revisions. Ref: economopoulos, k. J., chhabra, a., kweon, c. Prospective randomized comparison of capsular management techniques during hip arthroscopy. Am j sports med. 2020 feb;48(2):395-402. Doi: 10.1177/0363546519894301. Epub 2019 dec 31.